Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to perform the displacement tests due to missing segments. No additional cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the lcd. The customer states the pump fell out of pocket and the lcd screen has a black line though the screen. The customer states the pump cannot be read. The customer's blood glucose level was unknown. The customer was advised the pump would have to be replaced and returned for analysis.